Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1c0c4 implanted: (B)(6) 2017 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) ubd: 26-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called experiencing pain at implant site since falling on it about 4 months ago. Patient stated they could "jolts" that would make their toes twitch. Patient verbalized the biggest issue was intermittent, severe pain felt at implanted ipg site. Patient stated they were at managing hcp's office today and instructed to call mdt rep. Patient contacted rep who instructed patient to call ps for replacing external controller. Patient stated they used to have a controller, but it got lost when their home flooded. Patient stated they could still feel the therapy working and that they've had great success with their therapy. Patient stated their managing hcp is going to retire soon and is working on referring them to a new managing hcp. Patient stated they were also provided they name of a local physician that manages interstim, which agent verified by checking physician listings website. Agent suggested patient get replacement controllers so they can turn therapy off. For this purpose, agent requested expedited shipping. Agent also reviewed with patient that if pain became unbearable they could go to a local urgent care or ER and request that a rep be paged out to assist with turning therapy off. Patient called back requesting tracking information. Tracking report not available yet. Relayed information to patient. Patient will call back when they receive equipment for assistance. Patient called back to report that they received the handset and communicator. Patient repeated that they have been experiencing pain since they fell. Patient noted that they have a lot of pain at ins site, as well as up toward their upper back and down their leg. The patient wants to go to the ER, but they are hesitant because they don't think they'll be able to help them. The patient got ahold of their primary care provider and they thought the lead might have been damaged or migrated. The patient's hcp advised the patient to contact patient services to troubleshoot whether the lead was damaged or migrated. Agent reviewed that patient services cannot troubleshoot a potential lead issue over the phone. Agent reviewed that patient services can educate the patient on how to use the handset and communicator to connect to their ins and turn therapy off if deemed necessary. Agent reviewed that the patient would need to meet with their hcp to address concerns with the lead. The patient only had the communicator with them at the time of the call, so they will call back when they have all of their equipment with them. Patient called in to review how to connect to the ins. Patient saw a message that said the communicator battery was low. Patient will charge communicator and call back. Pt called back, said since calling earlier today, they charged their communicator for 20 minutes and requested support to turn the device off, possibly. Worked with pt to successfully synch with their ins. Offered to assist pt to turn therapy off, pt declined and said their primary care doctor wanted them to increase to see if that increases the pain and if it does it means something is wrong. Reviewed the option to turn therapy down or off until they can have their system checked in person, an interstim doctor would be the best resource to evaluate their system. During the call pt said they got hurt when fell right on their butt cheek right whe re the device is, and when the low back pain went away, they still had pain where the device is. Pt said they know when their device is doing it's job for their bladder, like when they drink water they get excruciating pain in their butt cheek that goes a little up into their back into their hip and down their leg. Redirected to their doctor, pt said they are looking for a new doctor they have a list of interstim doctors.